Event description:
Customer reports that after spiking blood, tubing broke between spike and tubing opening, blood spilled out all over the floor. Customer reports no known pt injury. Customer did not provide if the reported issue occurred during patient use. No additional information available at this time.